Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed fault 16 (timeout moving to take-up position) was confirmed during the functional testing and the archive data review. The root cause of fault 16 was a seized brake gap due to rust or corrosion in the brake assembly area of the drivetrain motor, likely due to user maintenance. Reviewing the autopulse platform archive revealed that daily checks were not performed regularly. The autopulse platform was not powered on for months prior to (B)(6 )2023. Per the customer, the autopulse platform was usually stored inside its carrying case and secured inside the patient compartment of the ambulance when not in clinical use. Daily device checks are required per the user manual to help prevent the brake from seizing. Also, storing the autopulse in a low-humidity location could help prevent the brake from seizing. The customer's complaint that the autopulse platform displayed user advisory (ua) 20 (position out of range) and ua45 (not at "home" position after power-on/restart) messages was confirmed during the archive data review but not reproduced during the functional testing after addressing the fault 16 during the functional testing. Unrelated to the reported complaint, multiple large cracks on the top cover and a broken screw well area on the handle of the front enclosure were noted upon visual inspection. The observed physical damages appear to be the characteristics of the harsh impact caused by user mishandling, such as a drop. The damaged parts will be replaced to address the observed physical damages. The archive data indicated multiple ua45, ua20, and fault 16 around the reported event date, confirming the reported complaint. Also, unrelated to the reported complaint, further archive review indicated ua07 (discrepancy between load 1 and load 2 too large) and ua12 (lifeband not present) around the reported event date. Based on the archive, the observed uas occurred with zero weight on the autopulse platform. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Per the autopulse hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per autopulse user advisory list guide, user advisory (ua) 20 occurs due to the encoder driveshaft not being within the normally acceptable range of positions. To clear a (ua) 20 error code, return the driveshaft to the home position using the administrative menu. During functional testing, the autopulse platform repeatedly displayed fault 16 due to a seized brake gap, confirming the reported complaint. Freed the seized brake gap by performing the open case system test for 15 minutes while continuing to spray ipa (isopropyl alcohol) at the brake housing to remove extra metal rust as the motor is spinning. Upon service completion, the autopulse platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6) was used to resuscitate a patient. During the resuscitation, the platform displayed user advisory (ua) 20 (position out of range) and ua45 (not at "home" position after power-on/restart) messages. Following the uas, the platform started to display the fault 16 (timeout moving to take-up position) message after performing a few compressions. The customer tried to clear the fault code by replacing the lifeband, but the fault persisted. Manual CPR was performed for the rest of the call. No consequences or impacts on the patient. Per the customer, the autopulse platform was placed on a hard surface during the reported event. The customer usually keeps the platform inside its carrying case and secured inside the patient compartment of the ambulance.